Event description:
The ge oec fluoroscopy system was reported to shut-down when not commanded. Described system lock-up/reboot.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the isolation transformer was tapped incorrectly. The isolation transformer was re-tapped to the appropriate voltage. This repair will allow the nodes to power up correctly for proper system operation. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.